Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device and have analyzed the data. Battery voltage - low telemetered battery voltage. On (B)(6) 2011, the telemetered battery voltage was 2.51 v, while the daily battery voltage trend measurement was 2.90 v. Ramware version 2.

Event description:
It was reported that there was variability in the device's battery voltage measurement trend. It was further reported that the patient was admitted to the emergency room (ER) complaining of low blood pressure and dizziness. The device was found to have reached early elective replacement indicators (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.